Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a high pressure obstruction alarm which caused the device to stop. Additionally, the device also failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported device failure to complete its internal self-test and the occurrence of the high pressure obstruction warning alarm. The review of the logs could not confirm the reported device stop. Performance testing did not reproduce the reported device failures. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failures were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).